Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database corruption was detected in database. A technical support specialist (tss) investigated the issue by first determining whether the database corruption was caused by an improper system reboot or by faulty hardware. The tss reviewed the station event records and identified that the system had restarted without a clean shutdown, indicating an unexpected power loss or system interruption. The tss then followed the applicable knowledge article for station database corruption and confirmed that the station was not in a retry error state. A database integrity scan was performed, which identified corruption, and the minimum required repair was applied to restore database consistency. After the repair, the database entered a retry error condition, which was subsequently addressed and resolved. Once the issue was fixed, the station resumed uploading data to the server successfully, and data synchronization completed with no further variations reported. The system functioned after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the database corruption was detected in database. However, there were no delays or adverse events or injuries reported based on this event.